Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient had syncope due to inhibition of pacing. Loss of pacing was due to oversensing of noise on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure.